Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not crossing to pyxis. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not crossing to pyxis. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the incident, it was determined that the medication orders were not successfully crossing over to the es system. A technical support specialist dialed in to the server to perform a server validation check and verified that all services were up and running. The specialist confirmed that messages were crossing over at the current time and observed no critical notices on the health sight viewer (hsv). The customer was contacted for verification, and permission was granted to close the case as resolved. The system functioned as intended after the technical support specialist investigated the device.